Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Episodes of rv oversensng due to noise were observed. It was suspected that the noise was caused by the lead fracture. The lead was capped and replaced. The patient was stable post-procedure.